Event description:
It was reported that after a da vinci-assisted radical prostatectomy with lymph node dissection procedure, a patient expired. The issue occurred after the completion of surgery when the patient developed an internal iliac artery hemorrhage. The intuitive surgical, inc. (Isi) customer service representative (csr) received this information privately from the site¿s clinical engineer. Per the csr, ¿it is difficult to interview the doctor¿ as there has been no formal report about the event from the hospital site¿s management. No further information has been provided. There is no report of a malfunction or issue with a da vinci system, instrument, or accessory.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. There has been no formal report about the event from the site¿s management, therefore there are no specific details available. No further site da vinci-assisted urological procedures have been performed. There is no report of a malfunction of a da vinci system, instrument, or accessory. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure and no errors were observed. Additionally, two procedures have been completed since this event with no complaints reported and no relevant system errors. A review of the device logs for all instruments used during the reported procedure was conducted. All instruments used in the case were used in subsequent procedures, with the exception of the following programs forceps (uses remaining: 14), large needle driver #1 (uses remaining: 7), and large needle driver #2 (uses remaining: 13). A site history review showed that no complaints have been created for any of these instruments. A review of the device history record (DHR) was performed for this procedure and no related non-conformance's were identified. A review of the event conducted by an isi medical safety officer (mso) concluded that based on the limited information in the summary of the event that intuitive surgical has been able to obtain, insufficient information exists to ascertain the cause of the internal iliac artery injury and the subsequent death, or if any intuitive surgical products or instruments contributed to this catastrophic event. This complaint is being reported due to the following conclusion: after a da vinci-assisted radical prostatectomy with lymph node dissection procedure, a patient expired. The issue occurred after the completion of the prostatectomy surgery when the patient developed an internal iliac artery hemorrhage. Details are unknown. The cause of the operative complication is unknown.